Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 501 mg/dl. Troubleshooting was performed. The customer's most recent glucose level was 120 mg/dl. The programming on the insulin pump was correct. It was stated that the customer did not try a set change. Ran a fixed prime and high pressure test and the insulin passed the tests. The customer stated that after getting to the hospital, she tried to run 8.0 units bolus with the insulin pump while not connected, but she did not see insulin exiting. No further info was provided.